Manufacturer narrative:
D4: unique identifier (UDI)# (B)(4) should be added to the initial MDR. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.5/013 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2022. This lens was the replacement lens for MFR report # 2023826-2022-02420 but the exchange did not result any significant improvement (low vault). The patient is being closely monitored. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).